Event description:
It was reported that the device was in backup vvi mode. The patient was in hospice care and had received multiple hv therapies. A battery depletion is suspected after multiple charging. The device remains implanted, operating in backup settings with no defibrillation available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.